Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. No sticking out of drive support disk noted, drive support cap is recessed. The insulin pump alarmed prime during basic occlusion test due to moisture damage on force sensor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The drive support cap was sticking out. The customer's blood glucose level was 160 mg/dl. The product was returned. Nothing further to report.